Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during an in-hospital ce inspection the cs300 intra-aortic balloon pump (iabp) had a display malfunction. No patient involvement and no harm is reported.